Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported from an unspecified location of the homechoice cassette which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell six of six of peritoneal dialysis therapy. During the troubleshooting, it was reported that fluid was seen on the table, but the source of the leak could not be identified. The renal therapy services agent assisted the patient with clearing the alarm and explained the error¿s meaning. The patient stated that they would disconnect and notify the peritoneal dialysis registered nurse for instructions on continuing the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.